Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the display screen is cracked. Troubleshooting found that the pump delivered insulin that the customer didn't program. The customer's blood glucose reading was 87-238 mg/dl at the time of incident. Troubleshooting could not be performed due to button error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. No button error alarms noted. However, all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. The insulin pump was monitored for three days and no unexpected bolus delivery was noted; the insulin pump delivered properly all bolus programmed during testing. The insulin pump had cracked case at the reservoir tube lip, stained end cap sticker and minor scratched lcd window. No cracks at the display window noted.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.